Manufacturer narrative:
The device involved will not be returning to the MFR for eval. We are unable to confirm any malfunction, mfg deficiency or other product condition that may have contributed to this event. No conclusion can be drawn. The omnipod user guide instructs users to check blood glucose levels frequently in order to detect and respond quickly and appropriately to any issues. This guide also advises that if blood glucose levels remain high four hours after a bolus is first administered, the device should be replaced and a healthcare practitioner contacted for guidance.

Event description:
The pt said she had to be hospitalized because her pod did not alarm and she did not know she was not getting her insulin all day. The pt did not specify any blood glucose value.